Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained assay, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated a (B)(6) combo result for one patient sample. Testing of retained architect hiv ag/ab combo reagent lot 16421li00 met specifications, and controls were in the typical range. An additional 16 replicates of negative control were tested and no false reactive results were obtained. Tracking and trending identified no atypical complaint activity or adverse trend for architect hiv ag/ab combo reagent lot 16421li00. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4), test result a follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an archtiect i2000sr analyzer generated a (B)(6) result for one patient sample. The patient was in labor at the time the sample was collected. The architect generated (B)(6) results of 11.50 and 11.73. The sample was sent to reference laboratories and confirmed to be (B)(6) by pcr, nat, and western blot. The delivered infant was bottle fed and treated with azt based on the mother's (B)(6) result. The customer was retrained regarding the need to perform high speed centrifugation prior to repeating initial (B)(6) results the customer had been centrifuging samples for 3 minutes at 3500 rpm while the package insert states samples should be centrifuged greater than 10000 rcf for 10 minutes.